Event description:
It was reported that a female who underwent a breast augmentation revision with mentor memorygel, 500cc silicone prosthesis experienced bilateral silent ruptures postoperative. As a result, patient underwent bilateral removal on (B)(6) 2024 . This report relates to the right side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: silent ruptures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 13, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On december 16, 2024, mentor received additional information regarding the patient's event. It was reported that the patient also developed capsular contracture (baker grade unknown). It was also reported that the right breast prosthesis was intact, however, large amount of gel bleed was noted. The impacted device lot number was updated to 254089. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The patient's replacement device was a 490cc mentor memorygel xtra breast implant (catalog number shpx490) with lot number 9985475. Manufacturer¿s reference number: (B)(4).